Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation per photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell; deformation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "double capsule left and desired size change".

Event description:
Physician reported "implant replacement due to double capsule left and desired size change." Physician later reported "hard breast and surgery reveals a capsular contracture baker grade IV". The device has been explanted.